Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 52mm thoracic aortic aneurysm. It was reported that the patient presented to the ER after sustaining a fall approximately 1 month post the index procedure. It was noted on CT exam that a type I leak was present. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.